Manufacturer narrative:
Explant date is unclear/unknown at the time of this MDR writing and was left bank accordingly. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: cleaning, ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and approximately two days after start of the support, the nurse reported to the call center a purge fluid leak with purge fluid and purge pressure within normal limits. The nurse was advised to monitor the purge system and notify with any changes. The patient was planned for left ventricular assist device the following day, which was successfully completed. The impella 5.5 device was successfully wean and explanted. There was no report of harm to the patient as a result of the event.